Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 34 mg/dl. Suspected cause was due to customer delivering multiples boluses in a short time period without waiting to see the effect of each bolus. Customer was treated with unspecified intravenous fluids to address bg. Customer was released from the ER in stable condition and no permanent damage.